Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. Evaluation of the incident device found it to function normally and within specifications. The insulation was found to be intact and the device passed hipot testing indicating no electrical leakage along the shaft. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that during the laparoscopic procedure there was power distribution from the shaft of the device. Thermal spread was noticed on the tissue in contact with the shaft. Another device was opened and it worked fine. There was no harm to the patient.